Manufacturer narrative:
Medical problem code: (B)(4). The returned flexima biliary stent was analyzed, and a visual evaluation noted that the push catheter suture hole was torn and the guide catheter was detached, stretched and kinked. Additionally it was observed that the push catheter had several kinks. No other problems with the device were noted. The reported event was confirmed. Based on the provided and collected information, this device met all manufacturing requirements and no abnormalities were reported during the manufacturing process, after analysis, it was determined that the stent didn't return, the push catheter suture hole was torn and the guide catheter was stretched, detached and kinked, the suture was observed attached to the delivery system and it didn't present issues, the push catheter had several kinks. It is most likely that user manipulation, some technique performed during procedure and or even tortuous anatomy could have affected the push catheter causing the observed kinks, once the push catheter was kinked the user may have experimented difficulties to pull out the guide catheter and this may have taken the user to apply an extra force or tension, as consequence of the tough movement between the guide catheter and push catheter the suture hole got torn and the guide catheter got stretched and kinked, at the end it could got detached. Therefore, based on the analysis performed and all the information gathered from the customer and the issues found the overall conclusion code assigned will be "adverse event related to procedure" since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a retrograde cholangiopancreatography procedure in the bile duct performed on (B)(6) 2021. During procedure, it was noted that when release was performed, the flexima biliary stent did not separate from the guide catheter. It was found that the guide catheter became stretched. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Investigation results revealed that the guide catheter detached, therefore this event has been deemed an MDR reportable event.